Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1 during the pump loading sequence. The customer's blood glucose level was 195 mg/dl. The customer reloaded the current cartridge and the alarm was resolved. There was no visual damage noted on the cartridge.